Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about (B)(6) 2005," a monarc subfascial hammock was implanted to treat for "stress urinary incontinence and other symptoms." Plaintiff's attorney alleges, "as a result, plaintiff has experienced significant mental and physical pain, disability, suffering, has sustained physical deformity." Also alleged, "plaintiff was caused to suffer severe personal injuries," and "severe emotional distress," and other damages.